Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, tissue was not sealed as expected; thermal spread did not seem enough compared with the seals made by exact handpiece also used during the procedure. There were no re-grasp alert, but there was a sealing tone and end tone heard. For that reason, new handpiece was used to continue. There was no blood loss. There was no patient harm.